Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported that the leakage occurred during chemo medication infusion. Leakage occurred between tube and hub! Then user replaced with a new one! Additional information received 14 june 2023 normal saline leaked between the tube and the hub. There was no mucosal exposure. It was reported this occurred with three devices. This report addresses the third device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that the leakage occurred during chemo medication infusion. Leakage occurred between tube and hub! Then user replaced with a new one! Additional information received 14 june 2023. Normal saline leaked between the tube and the hub. There was no mucosal exposure. It was reported this occurred with three devices. This report addresses the third device, it was not returned for investigation.